Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the bent cannula or to determine if it could have contributed to the reported event. Lot release records were reviewed, and the product lot met all acceptance criteria. Locked down smartphone: phone_control_ios omnipod software app version: 2.1.0 operating system: 26.2 hardware: iphone 17.1 cgm sensor type: g7. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported that the patient went to the emergency room with hyperglycemia on (B)(6) 2026. The patient's blood glucose levels reached 424 mg/dl and ketones levels (80 mg/dl) while wearing the pod on the leg longer than 48 hours. Symptoms reported include vomiting, weaknesses of the body, and difficulty staying alert of their surroundings. Upon removal of the pod, the pod¿s the cannula was found bent. The patient was diagnosed with hyperglycemia, and ketonuria. The patient was treated with intravenous (IV) fluids, insulin and zofran. The patient was sent home on (B)(6) 2026.